Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that during an procedure the power of the vapr generator ea goes down many times during use and also the error code is missing the cause as it is unknown . Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, the unit had a degradation part about the generator : power failure, and it was returned as unrepairable.the repair was declined and it was not restored to the specifications. It is being placed into long term hold. With the given information, we cannot determine the root cause of the reported problem. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) during an unknown procedure, it was observed that the power of the vapr generator ea and the vapr2 footswitch *ea went down many times during use and also the error code was missing as the cause was unknown. It was not reported if there was a delay in the surgical or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.